Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The customer is looking for a new door gasket for an invacare tub; the current one is leaking.